Event description:
It was reported that the customer had high blood glucose levels of 276 mg/dl. The mother of the customer reported that the insulin pump had a crack on the reservoir compartment of the insulin pump. The mother of the customer reported that some of the buttons of the insulin pump were responding intermittently or were unresponsive. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.